Event description:
Reportedly, on (B)(6) 2018, the patient received an atp therapy that was detected remotely. However the egms were not available. During ICD interrogation, the aida memories showed the presence of this episode with unavailable egms. The message 'loading the episode' was displayed.

Manufacturer narrative:
Based on preliminary analysis, the inability to load the episode resulted from an inadequate software management during episode recording.

Manufacturer narrative:
D3 (email address) corrected. F14 (email address) corrected. G1-2 (first name, last name, email address, phone number) corrected. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2018, the patient received an atp therapy that was detected remotely. However the egms were not available. During ICD interrogation, the aida memories showed the presence of this episode with unavailable egms. The message 'loading the episode' was displayed.

Event description:
Reportedly, on (B)(6) 2018, the patient received an atp therapy that was detected remotely. However the egms were not available. During ICD interrogation, the aida memories showed the presence of this episode with unavailable egms. The message 'loading the episode' was displayed.